Event description:
A physician reported that an ophthalmic forceps tips failed to close properly during vitrectomy surgery. On the same day, the surgery was completed with alternative product. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).